Manufacturer narrative:
Yince loh, m.d., and gary r. Duckwiler, m.d. Et al; a prospective, multicenter, randomized trial of the onyx liquid embolic system and n-butyl cyanoacrylate embolization of cerebral arteriovenous malformations.j neurosurg 113:733¿741, 2010 / published online april 30, 2010; doi: 10.3171/2010.3.jns09370. The liquid embolic material was not returned as it was consumed in the procedure. An attempt has been made to obtain additional information, however, our attempts have been unsuccessful. The device was not returned for analysis; therefore, the event cause could not be determined. Reference MDR# related to this event: 2029214-2019-00042. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that there were 14 malfunctions that occurred during onyx embolization treatment. Six (6) of the malfunctions were difficulty removal of the delivery catheter. There was one malfunction of fragmentation of onyx, six (6) malfunctions were regarding poor penetration / visualization, and the last event was a small amount of onyx in the vein. The point of the article was compare treatments of arteriovenous malformation with the two liquid embolics: onyx and n-butyl. The procedures took place between 2001 and 2003. There were 54 patients that underwent onyx embolization and 63 patients had n-butyl. The mean age of the patients were 40 + or ¿ 16 and for 24 males and 30 females.